Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/2020. A manufacturing record evaluation was performed for the finished device pb7097, and no non-conformances were identified. H3 investigation summary: a suture needle was returned for evaluation. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. When the product was used for the peritoneum, the needle broke during suturing, and the needle fragment fell into the body. The broken pieces were retrieved without losing sight of the needle fragment. After that, an x-ray examination was performed just in case. No broken piece was found in the patient by x-rays. There were no adverse consequences to the patient.